Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 4/21/2025. Section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut and coated in viscoelastic residue. The lens was also observed to have damage on the surface and edge of the lens, with a detached and missing haptic. Damage was also observed on the remaining haptic. No further issues were observed and no further evaluation was performed. Conclusion the complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was indented from the shooter. There was a hole in the bottom of the cartridge. The lens was fully inserted and removed and replaced with the same model lens and same diopter in the same procedure. There was no patient injury. No other information is available. This report is for the iol lens. A separate report is being submitted for the cartridge.

Manufacturer narrative:
Correction: initial report was submitted with field b4 missing info. The date that should have been in b4 is march 7, 2025.